Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition it is reported that the implant housing migrated from its intended position. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. Please be aware that initial emdr was sent out with sn for right ear, however the affected device is in the left ear - sn (B)(6).

Event description:
In situ testing showed affected channels. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels.

Event description:
In situ testing showed affected channels.according to new information from december 2021 parents unsure if onset was sudden or gradual, though they reported noticing that the recipient slowly began to avoid using the left audio processor then eventually taking it off himself during the day. The user was reimplanted on (B)(6)2022

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition it is reported that the implant housing migrated from its intended position. The problems given in the recipient report appear to match the damage found. This is a final report. Please be aware that initial emdr was sent out with sn for right ear, however the affected device is in the left ear - sn (B)(6).